Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported from an anonymous survey result that the potential patient response risk with use of preveleak when used to achieve hemostasis by mechanically sealing areas of leakage in cardiac reconstruction procedures was rated high for risk of ischemia, specified as ¿in some cases only¿ and high for risk injury to normal vessel or tissue, specified as ¿few cases when patients have comorbidities¿. The potential response risk was rated moderate for risk of anastomotic pseudoaneurysm, specified as ¿few cases when patients have comorbidities¿ and moderate for risk of thrombosis, specified as ¿in some cases only¿. At the time of this report, no further detail was provided regarding if hospitalization was required, treatment for the event or the patient¿s outcome. No additional information is available.